Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had hyperglycemia. Blood glucose level was 26 mmol/l. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode feature at the time of reported high blood glucose event. Customer stated that the insulin pump received insulin flow block alarm. Insulin flow block alarm resolved by changing complete set. Insulin pump will not be returned for analysis.